Event description:
During a clinic follow up, it was noted that the device went into back up mode. The device was explanted and exchanged to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was in bvvi mode. The battery voltage and current trends were normal. Functional testing after reloading the product code resulted in normal device characteristics. The reported event of backup vvi mode was confirmed; however, the cause of the reset could not be determined from the device analysis in the laboratory setting.